Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the capsulorhexis appeared quite large, and the surgeon said that there was a slight tear in the rhexis which made lens positioning difficult. At this point there is no issue with our lens. Additional information has been requested.